Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/heavy menstruation') in an adult female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2005, (B)(6) 2007), pre-eclampsia and premature birth. Concomitant products included levonorgestrel (mirena). In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient was found to have progesterone decreased ("progesterone low"). The patient was treated with surgery (possible uterine ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and progesterone decreased outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, progesterone decreased and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date previously reported as (B)(6) 2008 now it is reported as (B)(6) 2008. Discrepancy noted : date for hysterosalpingogram is reported prior to insertion date((B)(6) 2007) . If you have not had your essure removed, are you currently planning for essure removal: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/heavy menstruation') in an adult female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2007), pre-eclampsia and premature birth. Concomitant products included levonorgestrel (mirena). In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient was found to have progesterone decreased ("progesterone low"). The patient was treated with surgery (possible uterine ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and progesterone decreased outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, progesterone decreased and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date previously reported as (B)(6) 2008 now it is reported as (B)(6) 2008. Discrepancy noted : date for hysterosalpingogram is reported prior to insertion date((B)(6) 2007) . If you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs received. The case become an incident. Reporter information were added. Lot number and date of insertion were updated. Medical history and concomitant drug were added. Event injury was updated with new events abnormal bleeding (vaginal, menorrhagia/heavy menstruation), dysmenorrhea (cramping), progesterone low were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.